Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right popliteal artery using a penumbra engine canister (canister). During the procedure, the physician realized that the canister lost its suction; therefore, the canister was removed. The procedure was completed using a new canister. There was no report of an adverse effect to the patient. It was reported that the lid of the first canister was not threaded properly and when tightened appropriately, it worked. However, the second canister was already being used.